Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 20 ga x 1-1/4 in single port blood leaks out of control plug this product was used with a leakage of blood from the isolation plug; quantity affected 1 unit, sample can be returned, photos available; green claim required, complaint response letter required, complaint receipt letter required note: this product has blood leakage, care is required to avoid the risk of infection.